Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent cystocele, uterine prolapse into introitus, hypermobile urethra, recurrent stress urine incontinence and prolapse, pelvic pressure, pulling sensation in inguinal region, bulge and pelvic discomfort. It was also reported that the plaintiff allegedly experienced pain, erosion, extrusion, bowel problems and vaginal scarring. Furthermore, it was reported that the plaintiff died. The causes of death reported were respiratory failure and pulmonary fibrosis. Related to manufacturer report #: 2183959-2014-49255.